Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they need an MRI of their upper and lower spine. Caller stated that their implant 'went dead' in (B)(6) 2024 but, they were having trouble 'keeping it charged' anyway prior to that. Caller added that they can't feel their left arm right now and usually in the afternoon, it starts getting worse and it's unbearable at night and they probably need surgery. Pt stated they are in so much pain right now. The patient was redirected to their healthcare provider to further address MRI eligibility. The pt was upset and disconnected the call.